Manufacturer narrative:
The tech found the reverse trend limit switch was out of adjustment. The tech adjusted the limit switch to repair the bed.

Event description:
Info received indicates the bed will not go into reverse trendelenburg.